Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was set incorrectly during the customer's initial pump training by the customer. Tandem technical support guided the customer through adjusting the pump date to be accurate. Customer's blood glucose level was 377 mg/dl.